Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed there was an alarm sound which appeared in the service report with an error. The issue was a faulty display that did not produce an image. The unit had a bad display. The monitor was obsolete and out of support.

Event description:
It was reported that the constant cannot be heard on the monitor. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
It was reported that the constant cannot be heard on the monitor. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.